Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent blood glucose (bg) levels in the 500-600 mg/dl range with an unknown cause. The customer treated the elevated bg levels by administering a bolus via the pump. Multiple contact attempts were made by tandem technical support to obtain further information regarding the issue; however, no additional information could be obtained.